Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report, by a nurse from (B)(6), of peritonitis in a patient coincident with dianeal l_1.5% pd2 therapy. During a call, the following was reported. On an unreported date, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized due to peritonitis. On (B)(6) 2012, the patient died due to respiratory failure and pneumonia (onset dates not reported). Treatment rendered for the events was not reported. The cause of death was respiratory failure and pneumonia. It was not reported if an autopsy was performed. The cause of peritonitis was not reported. The events were unrelated to baxter products.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. This condition of peritonitis, with no malfunction or use error, was not confirmed as the disposable set was not returned to baxter and the lot number was unknown. The assignable cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.